Event description:
During dialysis set up and treatment the following events occurred. While starting dialysis, the red luer lock cap became disconnected. Blood line tip was not contaminated. Tape was placed around connection.